Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure, an air leak occurred with the device. Another device was used to complete the case. There were no adverse consequences to the pt. One device will be returning.

Manufacturer narrative:
Info anticipated, but unavailable at this time.